Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a software issue. The technical support specialist confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis ciisafe turned off last night and not starting up.the customer added that this malfunction caused a delay in retrieving medication to patient.however, there were no adverse events or injuries reported based on this event.